Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. The blood glucose reading was 787 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with insulin drip. It was unknown whether the auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
Supplemental triggered since the case was submitted in error as the adverse event has been reported on july 20, 2021 under MDR 2032227-2021-171852.